Event description:
During training by a zoll medical sales representative, the device allowed a 120 joule discharge with paddles into the paddle wells. There was no patient involvement in the reported malfunction.